Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a tka, a jrny ii cr lkg fem imp bumper lt broke off into two pieces. Surgery was resumed, without any delay, with the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The contribution of the device to the reported event could not be corroborated. A visual inspection of the returned device confirmed the stated failure mode. The device is broken in half, rendering the device inoperative. Both pieces were returned. The device shows signs of extensive use. The clinical/medical investigation concluded that, photos of the device were provided for review and confirm the reported. Per e-mail communication, the broken pieces were retrieved from the patient. The procedure was completed using the same device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.